Event description:
User received discrepant result for one proficiency sample for po2. Result obtained was 147 mmhg. The expected range for the sample was 119-133 mmhg. User stated they have had no problems with pt samples. User also stated they feel issue was due to sample contamination or operator error, but noted to po2 electrode was replaced as a preventative measure.